Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized and was treated with fortaz (discontinued, dose, route and frequency not reported) and ancef (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event. No additional information is available.